Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 7.5 mg/ml concentration at 2.0 mg/day dose and baclofen, 750.0 mcg/ml concentration at 200.00 mcg/day dose and marcaine, 16.0 mg/ml concentration at 4.2 mg/day dose via intrathecal drug delivery pump for non-malignant pain, failed back surgery syndrome and other chronic/intract pain (trunk/limbs). It was reported that patient experienced increased pain. No environmental/external/patient factors that may have led or contributed to issue were reported. Catheter dye study was performed for diagnostics/troubleshooting. Surgical intervention occurred- pump replacement and partial catheter replacement. The managing hcp stated that patient had several volume discrepancies at pump refills. Discrepancies in reservoir volume was more than 6ml. At the time of this report, the issue was resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified wear on the motor o-ring for gear number three. Eval code-method no longer applies. Eval code-result no longer applies. If information is provided in the future, a supplemental report will be issued.